Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was an occlusion during a bolus delivery. The reservoir and tubing was changed. Another alarm occurred the next day and the patient reverted to injections. The blood glucose reading was 200 mg/dl. The insulin pump alarmed again during a manual prime and insulin did not exit. The reservoirs and infusion sets were replaced.